Event description:
Customer reported that osp was over washing a microwell plate. The wash manifold was advancing 1 row at a time, rather than 3 rows as expected. Service engineer replaced wash module. No death or serious injury was associated with this incident.